Manufacturer narrative:
Continuation of d10: product ID: wr9230, serial# (B)(6), product type recharger product ID: fp6000m, serial# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an implantable neurostimulator. The patient states having a lot of issues with the battery and does not know what else to do. Patient states recharger is giving error codes. Patient did not know if it was on the internal battery or not but when they goes to charge it is not working. Patient reports seeing a message that said battery very low, recharge your neurostimulators to restore therapy. Patient states the green light on recharger just spins and can't find it. Patient took screenshots of the message this morning and when they went to check it again it said no device response. Patient does not use the recharging app. During the call, patient was able to connect to the recharger app and it showed good connection. Patient states therapy is off. Patient was seeing the green pulsing light on the power button showing ins was charging. Agent reviewed patient will need to charge implant and then turn therapy back on. Patient states being tall and the drape does not fit right size small. Agent emailed repair to send patient a bigger drape size medium. Patient mentioned having nothing but problems with the rechargeable battery since they got it and it is very frustrating and they regret getting this type of battery because they feel so lost and no one can help them. Patient states their doctor does not really know about dbs (deep brain stimulation) but helped to replace the battery in december. They reviewed charging and patient can call back if need on how to turn therapy back on using the dbs therapy app.